Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent, loss of appetite, and abdominal pain. On an unreported date, the patient was hospitalized for the event. The cause of the suspected peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the suspected peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the suspected peritonitis event. No additional information is available.